Manufacturer narrative:
One phaco tip sample was returned for evaluation for the report of a jagged tip before use. A device history record review for the reported lot indicates that the product was processed and released according to the product¿s acceptance criteria. A visual inspection of the phaco tip was performed and was deemed conforming. The threads and back of the flange show slight wear from being on a handpiece. The complaint evaluation cannot confirm the phaco tip has a jagged tip. The phaco tip is visually conforming. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco tip was found to be jagged before usage. The surgery was performed with the same product. There was no patient harm. A product sample has been requested for evaluation.